Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6.

Event description:
Healthcare professional later reported enbloc removal¿, ¿right implant shell had merged with the right capsule¿, ¿capsular contracture baker grade IV¿, ¿right capsule was presence and intact ¿with the implant¿, ¿small portions of the implant shell remained intact, including the patch area." The device has been explanted. The event or rupture will be rupture will be unreported at this time as device was found to be intact.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure broken device assessed as unidentified (tear) opening (shell thickness within specification) missing shell assessed as inconclusive and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional later reported enbloc removal¿, ¿right implant shell had merged with the right capsule¿, ¿capsular contracture baker grade IV¿, ¿right capsule was presence and intact ¿with the implant¿, ¿small portions of the implant shell remained intact, including the patch area." The device has been explanted. The event or rupture will be rupture will be unreported at this time as device was found to be intact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported capsular contracture baker grade IV. Device remains implanted.